Event description:
The manufacturer received information alleging a ventilator was internal flow sensor failure due to environmental debris. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was internal flow sensor failure due to environmental debris. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's machine flow sensor needs to be replaced to address the issue. In the previous report, what type of follow-up report has been submitted section was blank in box h, box h has been updated/corrected in this report.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was internal flow sensor failure due to environmental debris. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's machine flow sensor needs to be replaced to address the issue.